Manufacturer narrative:
Additional information: the device was received for evaluation. During functional testing, it was determined that there was a keypad issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition of the display not working properly was not verified; however, it was determined that the issue was that the keypad was not working. The cause of the condition was determined to be a damaged keypad. The front panel was replaced, the odometer was reset, and device testing was done. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the display of a novum iq large volume pump would not work properly. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.